Event description:
It was reported that the device locked up. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the device. The root cause was determined to be due to a failure of the system/memory assembly. After replacing the system/memory assembly, proper operation was confirmed and the device was returned to the customer.